Event description:
Bd 1 ml tb syringe used at home to inject methotrexate. Difficulty puncturing skin. Noted palpable barb on end of needle. No significant injury, however, pt very dissatisfied with need to attempt multiple injections. Purchased at (B)(6) pharmacy in (B)(6) in (B)(6) 2018. Identifying info on packaging (B)(4), ref # (B)(4).